Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(4). Consumer reported upon removal the string on five tampons broke and the tampons fell apart leaving pieces inside. She experienced a burning irritation with discomfort inside her vagina. She was able to remove four of the five tampons on her own. She went for a regular scheduled pap test and the fifth tampon was removed by the doctor. Her symptoms resolved.